Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving compounded baclofen with concentration 289 mcg/ml at an unknown dose rate and dilaudid with concentration 30 mg/ml at a dose rate of 3.5 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2018 the patient had a catheter dye study and they were unable to aspirated cerebrospinal fluid (csf). The pump refill that was performed showed the reservoir volume matched the expected amount. The patient was noted as being due for a pump replacement. On (B)(6) 2018, during the pump replacement procedure, no csf was noted from the catheter access port (cap). The catheter was cut near the spinal segment and no csf flow was noted. The intrathecal segment to the anchor was left and tied off. A partial catheter explant occurred. The pump and catheter were both replaced. The hcp was indicated as being notified that the product should be returned to the manufacturer; however, the explanted catheter was discarded by the hcp. No signs or symptoms of withdrawal noted. No patient symptom was reported. Regarding environmental/external/patient factors that may have led or contributed to the issue, this was indicated as having been unknown. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The patient¿s medical history was requested but was not available. Other medications (oral, etc.) The patient was receiving at the time of the report was unable to be obtained. No further patient complications have been reported as a result of this event.